Event description:
Per the clinic, it was reported that the patient underwent revision surgery for an unspecified reason (date not reported). Additional information has been requested; however, not made available as of the date of this report.